Manufacturer narrative:
Further information confirmed that the device was being used off label on a browlift. (B)(4).

Event description:
Surgeon couldn't drive anchor into bone, tried appropriate drill, still wouldn't work, anchor sheered off inserter, part left in patient. Surgeon had to resort to old method of fixation. Delay to case 20min. Patient female, (B)(6) old, good health. Additional information stated it was a soft tissue to bone repair procedure.

Manufacturer narrative:
Evaluation of the device shows the distal threads of the anchor have broken off. Needles have been removed from the handle and suture. No damage observed to the hex portion of the inserter shaft or the anchor. Under microscopic evaluation it was confirmed that there are no visible voids or cracks at or around the failure point which would have contributed to the failure. The shape of the anchor at the breakage point is consistent with material that has failed due to torsional shear. It was noted that when used with the proper drill in correct axial alignment, a failure of this type is highly improbable due to the limited interference between the anchor and the resulting hole. It is not known which type of procedure was being performed and if the prescribed ao two-finger technique was used during insertion. Based on the physical evidence, the information provided, and the isolated nature of the incident, a root cause cannot be determined. (B)(4).